Manufacturer narrative:
Based on the information of the reported event, the injury was most likely caused by inadvertently activating the device during withdraw from targeted tissue. The instructions for use provided with the device, contains warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
.

Event description:
It was reported that during a procedure using a turbinator wand with the coblator ii controller, the patient sustaied a minor burn inside the left nostril. The procedure was completed using a competitive device. The surgeon prescribed bactroban to treat the burn post operatively. No further patient complications were reported as a result of this event.